Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 at 7 pm. The customer stated blood glucose level was too high for their system to check. The customer was treated with insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated symptoms related high blood glucose value such as nausea and fever and chill. Customer also stated that infusion set cannula was bent. The device will not be returned for analysis.